Event description:
It was reported that the patient had the vns device explanted due to infection and fluid build-up at the generator site. The problem began a couple of months ago. Per physician, this infection was due to a (B)(6) and was treated with vancomycin that led to a transient neutropenia that has now resolved. No trauma or manipulation to device has occurred. Per physician, the patient is happy with vns and it is working well. The physician would like to reimplant a new generator toward the end of 2011. Attempts for further information have been unsuccessful to date.

Event description:
Explanted products were returned to the manufacturer, but analysis is pending.

Event description:
Analysis was completed on the returned product and no anomalies were noted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.